Manufacturer narrative:
(B)(4). If follow-up, what type? Correction: device available for evaluation?, device evaluated by MFR?- the device status has been changed to not returning. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience alpine stent delivery system (sds) was advanced to an unspecified coronary lesion. The balloon was inflated one time and the stent did not deploy. There were no reported inflation issues. The device was removed without any reported issue and the procedure was ended. There were no reported adverse patient effects. There was no additional information provided regarding this issue.